Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 158 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The customer stated that, as a result of the insulin delivery suspension, he woke up with a blood glucose reading of 300 mg/dl. On another occasion, the insulin pump suspended insulin delivery when his blood glucose reading was 140 mg/dl. He stated that he turned the sensor off due to the inaccuracies. He noted that when he woke up, the sensor glucose readings were about 200 units off. He advised that he treated for high blood glucose with the insulin pump. He also stated that the insulin pump alarmed calibration error, weak signal, lost sensor, and change sensor alarms; he declined troubleshooting for them. He advised that he would call if the issues recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.